Event description:
Pd nurse reported that a new transfer set was applied to the patient. Reportedly the patient then felt wet at night during his treatment. The patient came into the clinic one day later for a new transfer set. The old set was inspected at the clinic and it was noted to be leaking at the juncture where tubing inserts into the red female end. In speaking with the initial reporter at the facility the patient was administered oral antibiotics for 2 weeks. Sample is available. A phone call placed to pd nurse two days later, stated patient is currently doing well.